Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the sheath valve was leaking. During a pulse field ablation (pfa) procedure to treat atrial fibrillation a faradrive sheath was used. A small drip of backwards flowing fluid was dripping from the valve upon insertion of a non-boston scientific mapping catheter. The physician did not want to replace the sheath, so it was used to complete the procedure successfully. No patient complications were reported. The device is not expected to be returned for analysis due to disposal.